Event description:
Inspire sleep apnea device remote failure. Remote would not shut off the device, called surgeon, sleep institute, and the manufacturer. None of them had a plan b or safety system set up in case of emergency. I almost choked to death. If it were not for my buddy having the inspire system and his remote was used to shut off mine the results may be very different, I may not be typing this letter. Inspire needs to supply 2 remotes so there is a back up they replace my broken one but refuse to offer me a new one unless I pay $300 for it. I think this is crap, there is obviously safety issues here and I am not certain how this slipped by the FDA. Thank god my wife was home to make the phone calls or this could of been a lot worse. I could not talk with the device on and set at the level of stimulation I am now on. I have had the device activated for 8+ months. If I were to wake up and be sick and have to vomit this could have been potentially fatal. I am very concerned at the greed of inspire, they seem to be more worried about their checkbook than the patients, and I am concerned how the FDA missed the safety issue on this product.